Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown medication(s) at unknown dose/concentrations via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was hospitalized at one point. The reporter thought the healthcare provider (hcp) put too much medicine or "something about the mixture". It was noted the patient was incoherent. The hcp came to the hospital, adjusted it and the patient got better. It was not known to the reporter when this had happened. No further information was provided including if any diagnostics or troubleshooting was performed, when the issue began or what the cause of the event was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.